Event description:
It was reported from rt that around noon this ventilator alarmed loudly, the screen shut off, the unit powered back on. The device alarmed the restart. No pat. Health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected v500 with product serial no. (B)(6). The reported event could be traced according to the log analysis at the manufacturer site. The device detected an internal deviation and performed a restart. As reported, during the restart sequence the device alarmed high priority, as specified. No patient health consequences have been reported. The root cause is unknown. No device malfunction could be detected according to the investigation results. It is recommended to reset the m16 board of the device and test it according to manufacturer specification prior next use. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. The number of the reported issues is monitored and accepted by the responsible product quality board.the results of the investigation did not reveal any new risks which are not covered by the product risk management file.